Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red, indicating that the device had detected a fault. A device in fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
Routine testing confirmed this device was installed by the customer in (B)(6) 2010 and failed the weekly self-test on (B)(6) 2012. On detection of the fail the device switched to fault mode, which the customer was alerted to by the status indicator flashing red and the device issuing an audible warning message. Evidence obtained from the device showed significant fluctuations in voltage during the device self-test. Investigation confirmed there to be a fault with the +ve and -ve terminal pogo pins. When tested under load the current flow through the pins was reduced and caused fluctuations in the voltage. The fluctuations were sufficient for the device to trigger the low battery warning. Testing concluded that both the device and the battery were capable of operating to spec while the noted fluctuations were significant enough to trigger the battery alarm they did not prevent device operation. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.